Manufacturer narrative:
(B)(4) date sent: 9/19/2024 d4: batch # 273c13. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damage and with two gst60b reloads present. The reload (b) was received partially fired 1/3. The reload (c) was received partially fired 1/3 with the reload pan partially dislodged from the right proximal side. In addition, 7 loose double drivers, one loose single driver, 4 missing double driver, 4 missing single driver making the reload non-functional. The returned device and reload (b) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 273c13, and no non-conformances were identified. The following additional information was received: 1. Did the device lock-out (no staples deployed and no cut line started)? No 2. Did the device start to deploy staples and cut but could not be completed (partially fire)? No 3. Did the device fully fire and stop during the automatic knife return? No 4. Was there any difficulty opening the device? No

Event description:
It was reported that during an unknown procedure, the knife stuck. No other details were provided. No patient consequence reported.